Event description:
Copy of medwatch 3500a completed by user facility received (B)(6), 2012, therefore this medwatch 3500a is manufactures account of incident due to notification. Initial complaint was that hospital notified medtronic advanced energy that a device utilized in a procedure was said to have hot saline and the surgical technician said that the device "smoked" and "popped".

Manufacturer narrative:
Actual device involved in incident not returned, therefore DHR was reviewed for non-conformances of which none existed. It is likely that perhaps user error via lack of familiarity with device functionality caused the user to believe the device was smoking and popping when it was steaming and popping which is a normal characteristic of device functionality. Saline is 100 degrees upon device therapy delivery which is equal to the boiling point of saline, therefore the device user can expect to see boiling with device utilization. Additionally, when saline boils team will be emitted which the device user may have interpreted as "smoking". Due to the fact the device was not returned for eval, no definite conclusion can be drawn.